Event description:
Pt was receiving intra-aortic balloon (iab) catheter treatment and the balloon leaked. The catheter was removed. The pt was not injured and was reportedly in satisfactory condition.

Manufacturer narrative:
This MDR was prepared based on a 483 observation during an FDA inspection from (B)(6) 2015 and was retrospective review of customer complaints.